Event description:
It was reported to boston scientific corporation that during preparation for a procedure using a capio rp suturing device, it was noticed during unpacking that the internal blister pack was slightly open. Reportedly, no damage was noticed to the shipping container or the outer box of the product packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿stable.¿